Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the procedure, helix extension difficulty occurred with this right atrial (ra) lead. After the helix was extended, the helix mechanism could not be retracted. A new lead was implanted to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.